Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the belt connector caused an intermittent falloff when manipulated. The root cause for the intermittent signal as a defective belt connector could not be positively identified but is likely excessive force at the belt connector while the electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.